Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump was alarming no disposable, pump won't run. It was reported that troubleshooting was unsuccessful. Per reporter residual volume was: 5.4 ml, rate 0.5 ml.hr and 44.60 ml was given no adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Additional contact information: (B)(6).